Event description:
It was reported that the patient had discontinued refill the pump since 2008. The patient was taking valium ¿on a conservative basis¿ for high blood pressure combined with diovan with hydrochlorothiazide. The doctor dismissed the patient from care because of that. It was noted that the morphine was not working for the patient. He was ¿seeing spaceships, talking to his cell phone for hours with nobody on the other end and falling out of bed at night.¿ the drug was not providing much of effect after a month because the patient¿s body ¿got used to it.¿ the nurse had to turn the dose up. Per the reporter, the patient was hospitalized about five times because of it. The patient would like the get the pump removed so he could put a belt on someday. Over the years, the patient had grown weaker and lost a lot of weight and it felt like the pump was ¿going to pop out on his side.¿ when he put on a belt it would hurt. T he pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).